Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital for treatment of high blood glucose (509 mg/dl) and diabetic ketoacidosis. Prior to hospitalization, customer was vomiting. Customer delivered a bolus via the pump and a manual injection; however, blood glucose remained elevated. Customer was treated with intravenous insulin drip and released from the hospital (B)(6) 2018 with the issue resolved. There was no permanent damage to the customer. Customer suspected the cause of the event was due to the flu.